Manufacturer narrative:
After additional investigation by physio-control, the cause of the reported issue has been determined to be due to residue on filter components fl4 and fl10 on the power supply pcb assembly. As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number 3015876-11/07/2017-003c).

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and has been unable to duplicate the reported issue.  Physio replaced the power supply assembly as a precaution and observed proper device operation through functional and performance testing.  The device was returned to the customer for use.  The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was not completing a boot up cycle and was getting stuck in a "boot loop".  In this state, the device would not be usable on a patient, if needed. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the removed power supply assembly in the failure analysis center.  It was determined that the cause of the reported issue was due to process residue from a filter, designator fl4, which is located on the power module assembly (part of the power supply assembly).  The process residue on the filter caused an intermittent resetting issue during the boot up process.